Event description:
On 5/9/2022, it was reported by an arthrex employee via email that an ar-1588btb-2j tightrope ii btb wire snare could not pass through the chinese finger trap and through the tape. A new product was used and case was completed without further issues. This was discovered during a procedure (B)(6) /2022. Additional information received on 5/10/2022: this was discovered during an acl repair procedure and was completed using an ar-1588btb-2j tightrope ii btb.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the long tail of the tightrope was passed through the suture threader close to the exit point of the splice containing the suture threader. This can be attributed to misuse of the device as the tail should only be passed through the suture threader 3 to 4 cm. Upon functional testing it was noted that when 3 to 4 cm of the long tail are passed through the suture threader the device works as intended.